Manufacturer narrative:
Method: device not available, investigation via e-mail and phone correspondence with sales rep and mgr in sa regarding case including photos. Results: underlying suture closure failed. Conclusions: insufficient underlying suture layer strength precipitated wound separation. Pt is reported to be doing fine.

Event description:
Following total knee arthroplasty (tka) surgery on (B)(6) 2011, an (B)(6) male pt, 10 days post-op, experienced a wound separation followed by an infection. Communication with surgeon indicated the underlying sutures and staples over kneecap area opened up, however; the area above and below the kneecap was intact. The pt returned to surgery where wound was debrided and successfully closed with sutures and metal skin staples.